Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 4.00x28mm ion stent delivery system (sds) was advanced to the rca; however, during advancement, the device became caught up on the calcium in the lesion and the stent dislodged from the sds. The dislodged stent remained on the guide wire and the physician was able to pull the device back in the guide catheter. The system was then backed into the aorta and from that point the physician used a snare to remove the stent from the patient. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is stable.